Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with device in backup vvi. Patient was in comatose state. Device download could not be performed because device was at normal eri. Patient had lost the follow-up. Device will be replaced.